Event description:
It was reported that a capd disconnect y-set had a leaking bag and tubing that was ¿stocked in the bag¿. This was noticed by the patient after peritoneal dialysis (pd) therapy, as they were draining therapeutic solution from the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2 for this patient.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed that there was excess solvent on the tubing and the bag. A leak test, clear passage test, and clamp function test were performed with no issues or leaks noted. The cause of the excess solvent was determined to be due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.